Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now error alarm. Alarm occurred in less than 10 hours from low battery alert. Battery cap was normal. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.